Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer fell asleep and did not consume any food throughout the day while the pump was continuing to deliver insulin as expected, and experienced a low blood glucose (bg) level of approximately 30 (mg/dl). The customer received assistance from the contact due to passing out and was treated with liquid glucose. Reportedly, the customer verified that the pump was functioning as intended.